Event description:
I wish to report a failure of an implanted device, st. Jude medical model 1488 tc, 52 cm in length implanted in a woman in 2006. Implant and immediate postimplant testing was unremarkable. Postimplant performance was unremarkable and chest x-ray showed appropriate lead position. However, over the subsequent 24 hrs the pt developed what was initially an asymptomatic rub. This was followed by the onset of pleuritic chest discomfort. There was no evidence of pericardial effusion. Chest x-ray did not show gross malposition of the lead and echo was unable to show any extracavitary location of the lead tip. However, the threshold gradually increased and ventricular capture was no longer possible one week after implantation. The pt was returned to the electrophysiology laboratory. Fluoroscopy at this time was consistent with a microperforation of the lead with the helix extended where the lead tip extended in a likely extramyocardial location between the distal and proximal rings. Because of these findings the lead was withdrawn without hemodynamic compromise and was repositioned to septal location. Appropriate electrical performance was obtained. No additional complications were apparent. Re-testing was satisfactory. I understand that these complications are tracked, and may be related to the length and pitch of the fixation helix. Given the subacute nature of perforation observed in this case, it should be noted that the pt had markedly thin right ventricular wall by echocardiographic evaluation.